Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited sensing anomaly at device check on (B)(6) 2015. The asymptomatic patient presented in clinic, the right ventricular lead exhibited high thresholds, it is believed that the lead dislodged. During revision the physician visualized the device pocket with fluoroscopy - noting that the leads were in a "bunched". The pocket was opened and the leads were noted to be intertwined, suggestive of twiddlers syndrome. The lead was explanted and replaced successfully. The patient was stable post procedure.